Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -10.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length toric lens due to refractive surprise and low vault. Within the same surgery. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic broken and bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).